Event description:
It was reported that a malfunction alarm occurred, with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any issues reoccurred, and they acknowledged this guidance.